Manufacturer narrative:
Date of event: the event occurred on an unreported date in 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of the event, treatment, patient hospitalization, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported that the peritonitis event was also manifested by cloudy effluent. The patient was treated with fluconazole (oral) and amphotericin b (amphotericin-b) (intravenous) for peritonitis. At the time of the report, the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.